Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer for more information regarding the specific circumstances of this event.

Event description:
It was reported that at the last regular follow-up appointment, a decrease in device battery was noted. Boston scientific technical services was contacted and confirmed that the battery was depleting normally. It was discussed that the elevated power consumption of the device is likely due to high atrial rate sensing and could be resolved by programming the device to a non-atrial based sensing mode or disabling the signal artifact monitoring feature. The device remains implanted and in-service. No adverse patient effects were reported.